Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation ¿ yes, returned to manufacturer on 11/22/2019 section h3: device returned to manufacturer ¿ yes device evaluation: one used cartridge was also returned in the same package. Visual inspection using magnification confirmed no manufacturing defects in the returned cartridge. Only residues of viscoelastic (ovd) was observed in the cartridge wings, tube, tip, and loading zone. The ar40e lens was returned cut in two sections. The condition observed is consistent with a lens that has been cut due to iol removal or explant. Visual inspection using magnification was performed. Residues of viscoelastic were observed on the lens sections and haptics. Both lens haptics were observed distorted/bent, confirming the reported issue as dc-haptic damaged. The unit was handled, used for surgery and removed from the patient eye. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed no additional investigation request (ir) received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter name: unknown, not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol), model ar40e 18.0 diopter was implanted in the eye, the trailing haptic was released in a folded state. This problem was not resolved even when ovd (ophthalmic viscosurgical device) was aspirated with irrigation/aspiration (I/a). The lens was cut with a lens cutter and it was explanted. The procedure was completed successfully with the back up iol. There was no patient injury reported. No additional information was provided.